Event description:
It was reported that(1) device was used during an unknown procedure. It was reported by the affiliate that the atb35 instrument would not fire during the procedure. A reload was used and also did not fire. Another instrument was used to complete the case. There was no consequence to the pt.